Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic handle cracked. No patient impacted or delay.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "item handle is cracked but still in 1 piece" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Event description:
It was reported that the plastic handle cracked. No patient impacted or delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.